Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was inserted normally. However, after pumping for a few minutes, blood was found in the tubing. The balloon was removed and a new one was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane partially unfolded with traces of blood on the exterior of the catheter. No physical damage noted. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. We are unable to duplicate the clinical settings. The reported leak likely resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was inserted normally. However, after pumping for a few minutes, blood was found in the tubing. The balloon was removed and a new one was inserted. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: g5 - 'PMA/510(k)#' was left blank on initial emdr. Should be k120868. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
Correction for emdr follow up # (B)(4) (mfg report number 2248146-2020-00079) section g4 - date received by mfg changed from 1/21/2020 to 3/5/2020. Complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was inserted normally. However, after pumping for a few minutes, blood was found in the tubing. The balloon was removed and a new one was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was inserted normally. However, after pumping for a few minutes, blood was found in the tubing. The balloon was removed and a new one was inserted. There was no reported injury to the patient.

Manufacturer narrative:
Additional information changed device available for eval? No to yes. Return to manufacture date - 04/07/2020 evaluation result codes updated & evaluation conclusion codes updated device not eval provide code the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was inserted normally. However, after pumping for a few minutes, blood was found in the tubing. The balloon was removed and a new one was inserted. There was no reported injury to the patient.